Event description:
Revision surgery 2.5 years after primary: the pt complained about pain in (B)(6) 2013 and was revised 4 months later. Ref # imp: (B)(4).

Manufacturer narrative:
Batch review: amistem h cementless stem size 0 standard: ref. 01.18.130 / lot 110830 ((B)(4)stems produced). All parameters were found to be in accordance with the specs valid at the time of mfg; 22 stems belonging to this lot have been already sold and only one similar incident was reported with MDR. From the data collected, there are no evidences that the event is device related.